Manufacturer narrative:
The patient /family was the initial reporter , so personal information was not entered.

Event description:
The advocate stated her daughter tests her blood 6 times a day on the contour next link. One of those days there was only one reading in the memory of the meter, and the mother witnessed the daughter performing 6 tests. The advocate also ran a blood test during the call, and was not able to see that reading in the memory either. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A new meter was sent to the customer.